Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie did not read open/closed and then failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient, but there was no medication delay since the user managed to get the medicines from a nearby pyxis. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer (fse) powered down the station, unseated and reseated all connections in rear of chassis, unseated all connections at row boards in drawer 4.2 of the main, then reseated them. The device was powered down and rebooted again, and it powered up normally with no failure. The system functioned as intended after the field service engineer repaired the device.